Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection noted that the sealplugs were intact and all setscrews move freely, and the lead seal witness marks indicate that all leads were fully inserted. The daily shock impedances for the past year have ranged between 83 and 122 ohms. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information noted that this device was explanted after triggering normal elective replacement indicator (eri). No allegations or observations regarding device were noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that an alert was triggered due to high out of range shock impedances. No adverse patient effects were reported.